Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. It was also reported that buttons were not responding. Customer's blood glucose was 300 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive escape and act buttons due to corroded keypad traces. No button error alarm noted. Unable to test for battery out limit and perform displacement test due to unresponsive buttons. The insulin pump has scratched reservoir tube window, cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.